Event description:
It was reported that a patient previously had a shocking sensation after being implanted in (B)(6) 2024. An investigation was done, and the physician determined that the patient's tined lead was in a ball. The physician did a lead revision in (B)(6) 2024. The patient fully recovered, has no shocking sensation, no issues, and the device is working well for them.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of undesired sensations, stimulation-related and lead body not straight were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with a neurostimulator previously had a shocking sensation with the device. An investigation was done, and the physician determined that the patient's tined lead was in a ball. The physician did a lead revision in september 2024. The patient fully recovered, has no shocking sensation, no issues, and the device is working well for them. There were no additional patient complications.